Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent an unspecified ankle procedure in which actifuse 1.5 ml was used. It was reported the product solidified in soft tissue of the ankle. It was reported a revision surgery was performed to remove the product from the soft tissue. At the time of this report the patient¿s outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.